Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: the ri cori (us), rob10024, s/n (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a connection failure between the cori drill and console. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during cori tka lab/demo surgeon training, they received a "bad console error" when at the tibia cut screen ((B)(4)). They excited the case, re-entered case and got the same error. Then, they swapped the handpiece, went into the same case and were able to cut the tibia. It is unknown how the handpiece was faulty ((B)(4)). There was a delay of fewer than 30 minutes. No case reported; therefore, there was no patient involvement.